Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion being treated was located in the severely calcified and non-tortuous obtuse marginal artery. A 2.50 x 12mm promus element plus stent delivery system was advanced to the lesion and device seems to have pulled off or partially dislodged and requiring an operator to remove it. The device was successfully removed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent had detached from the device and was returned for analysis. No issues were noted with the profile of the stent. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. It was noted that the distal outer had various kinks/pinch marks at regular intervals from 5 mm to 25 mm proximal to the proximal balloon bond. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion being treated was located in the severely calcified and non-tortuous obtuse marginal artery. A 2.50 x 12mm promus element plus stent delivery system was advanced to the lesion and device seems to have pulled off or partially dislodged and requiring an operator to remove it. The device was successfully removed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).